Event description:
It was reported that the is-1 connector on the lead could not be inserted into the pulse generator completely. The lead was explanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: a part of the front seal was returned for analysis. Without return of the entire lead, a complete analysis could not be performed.